Event description:
During bench testing, it was noted that air could not be removed from the set via the pump. The air did not travel far enough up the tube for the back-up motion to pump it up to the drip chamber. The pump door was opened and closed which did not result in the air being forced up to the drip chamber, rather fluid was pushed toward the distal end.

Manufacturer narrative:
The device was returned and evaluated. To test for the reported failure air was introduced into the device tubing to induce an "air in cassette" alarm. The line was then clamped via the roller clamp, and the door was shut, the air travelled back up to the drip chamber and was expelled from the device tubing. The reporter fault could not be reproduced. The air removal system of the device was working correctly. No fault was found.